Event description:
Physician reported capsular contracture, baker grade iii, on the left side diagnosed by ultrasound and palpation. The device has been explanted with a complete capsulectomy en bloc and replaced with a non-allergan device.

Manufacturer narrative:
Clarification to a.2. Date of birth: (B)(6)1971. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified cloudy and flat creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.1 , h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported ruptured device and the surgeon reported a capsular contracture baker grade iii. The device has been explanted and replaced with capsulectomy en bloc. Left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture."

Event description:
Patient reported "rupture" for an unknown side. Device remains implanted.